Event description:
Customer reported "synopsis of incident: pt had heparin gtt infusing. Drip started at 1400 on floor, pt transferred to ICU 75 cc of heparin had infused. Pump turned off, nurse checked pump 30 mins later and an additional 25 cc of heparin had infused. Pump removed from service, nurse noted inner door of pump was cracked." Increased monitoring was necessary. There was no report of pt harm and no medical intervention was required. Customer stated that no additional event or pt info is available.

Manufacturer narrative:
(B)(4). Although requested, logs and device have not been received. A follow up report will be submitted with failure investigation results should the logs and device be received for evaluation. Customer stated that the set will be returned, ups label provided for product return.